Event description:
Complainant alleged that while attempting to treat a pt who was in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.